Event description:
It was reported that during port device implant procedure, the guidewire could not be withdrawn from the introducer needle. It was further reported that the guidewire allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However a photo was provided for review. The investigation of the reported event is currently underway. Medical device expiry date: 08/2023.

Event description:
It was reported that during port device implant procedure, the guidewire allegedly stuck and could not be withdrawn from the introducer needle. It was further reported that the guidewire allegedly had fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported guidewire stuck and difficult to remove issue. However the investigation is confirmed for the reported fracture and identified stretched issue as the guidewire was noted to be uncoiled and unravelled. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.